Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated leads developed bacterial endocarditis. It was also reported that the device had displayed a 1003 code which indicated the voltage was too low for the projected remaining capacity. The patient was to undergo a system explant. Subsequent information confirmed that the entire system was explanted. The hospital retained possession of the system. It is unknown if the products will be returned. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
--

Event description:
--